Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a routine pulse generator change out, the physician noted the right ventricular lead exhibited an insulation anomaly. The lead did not exhibit electrical anomalies. The lead remained implanted.